Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic after receiving an alert for out of range high voltage lead impedance. The patient was asymptomatic. High hv lead impedance was observed on the svc to can vector, and low out of range on the rv to svc and can vectors were observed. Fluoroscopy revealed no anomalies. Patient will be monitored.